Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure, a piece of the handle for gouges and chisels chipped off when the surgeon hit it with a mallet. It is unknown if any of the pieces fell into the patient's wound but no patient injury, additional medical intervention or surgical delay were reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (handle for gouges and chisels qc, part number 397.700, lot number 2038). The subject device was received for the complaint that a piece of the handle chipped off when the surgeon hit it with a mallet. The returned instrument is part of the synthes general instrument is used in conjunction with cancellous bone impactors, chisels, gouges, and rasps per the associated trauma catalog. The instrument was received portions of the handle chipped away as mentioned in the complaint description. The rest of the instrument is in fair condition consistent with wear and tear over the instrument¿s life cycle. This complaint is confirmed. Product drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. A device history record (DHR) review was attempted for the subject device lot number 2038. The DHR are not available for the subject device as the device is over 18 years old. The last documented lot in the system is lot number 2080, which was manufactured in february 1998. At this time, document retention requirements dictated that manufacturing documents for instruments had to be stored for 10 years. This requirement was in place until august of 2014. The complaint condition for the handle is consistent with over 18+ years of wear and tear on the device in combination with the force generated when the surgeon has striking it with a mallet resulted in the handle to start cracking and chip away. Lot number and other¿UDI number. Upon further evaluation it was determined that the initially reported lot/serial number is not associated with the subject device. A new device history review was attempted for the correct lot number. Date of manufacture is unknown. Device is over 18 years old. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.